Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the patient underwent a revision procedure and this device was explanted. No additional adverse patient effects were reported.